Event description:
It was reported that the screw of the navlock universal tracker adapter sheared off when being tightened. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that the internal screw was sheared and broke off was verified by the complaint specialist during device evaluation.

Event description:
It was reported that the screw of the navlock universal tracker adapter sheared off when being tightened. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.